Event description:
It was reported that a merlin.net transmission showed an erroneous alert that the charge time limit had been reached over a year prior to implant.

Manufacturer narrative:
The previously reported patient codes of ventricular tachycardia and ventricular fibrillation were the indication for ICD implant, not an adverse event as a result of a device malfunction.

Event description:
It was reported that patient received a notification alert for multiple vt/vf episodes. Further review of session records noted delivery of shocks for vf and hv charges. As a result, the capacitor charge time limit reached and device battery is less than two years of longevity remaining. The device remains implanted; patient will be monitored.